Manufacturer narrative:
(B)(6). Literature article: boudville, n., ullah, s., clayton, p., sud, k., borlace, m., badve, s., chakera, a., and johnson, d.w. "Differences in peritoneal dialysis technique survival between patients treated with peritoneal dialysis systems from different companies". Nephrology dialysis transplant (2019) 34: 1035¿1044. Doi: 10.1093/ndt/gfy340. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed in which an unknown number of peritoneal dialysis (pd) patients passed away. The cause of the death was not reported. It was not reported if the patients were hospitalized prior to death. It was not reported if autopsies were performed. It was not reported if therapy was ongoing prior to death. No additional information is available.